Event description:
It was reported on (b)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (TR) and was scheduled to undergo a TriClip procedure. During the procedure, the clip became entangled with the Eustachian valve while an attempt was made to retract the device into the TriClip Steerable Guide Catheter (TSGC). Troubleshooting measures were performed; however, retrieval of the clip into the TSGC was unsuccessful. Consequently, the clip was snared and removed from the anatomy.Subsequently, two TriClip devices were successfully implanted to reduce the severity of TR. Following the procedure, the patient's TR was reduced from grade 3 to grade 1. A clinically significant procedural delay was reported.

Event description:
It was reported on 30 June 2026 that the patient presented with grade 3 functional tricuspid regurgitation (TR) and was scheduled to undergo a TriClip procedure. During the procedure, the clip became entangled with the Eustachian valve while an attempt was made to retract the device into the TriClip Steerable Guide Catheter (TSGC). Troubleshooting measures were performed; however, retrieval of the clip into the TSGC was unsuccessful. Consequently, the clip was snared and removed from the anatomy.Subsequently, two TriClip devices were successfully implanted to reduce the severity of TR. Following the procedure, the patient's TR was reduced from grade 3 to grade 1. A clinically significant procedural delay was reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions. The reported unexpected medical intervention and delay to treatment/therapy were the result of case-specific circumstances.There is no indication of a product quality issue with respect to manufacture, design, or labeling.